Event description:
It was reported that a lead safety switch had occurred due to pacing impedance measurement greater than 3000 ohms on the right ventricular and atrial channel. Noise was observed at various times on both channels. Pacemaker mediated tachycardia was present on several occasions. A boston scientific technical services consultant reviewed the data and recommended system evaluation and programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent high impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a lead safety switch had occurred due to pacing impedance measurement greater than 3000 ohms on the right ventricular and atrial channel. Noise was observed at various times on both channels. Pacemaker mediated tachycardia was present on several occasions. A boston scientific technical services consultant reviewed the data and recommended system evaluation and programming options. No adverse patient effects were reported.